Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -11.5/0.5/110 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length spherical lens due to excessive vault. "The patient's astigmatism is relatively low, and due to inventory and time reasons, the surgeon decided to change ticl to icl." The exchange resolved the problem. Cause is reported as unknown.